Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi sven, this customer contacted me on the 15th of last month as they had one of their t1s fail to start and alarm. It appeared to be a boot failure so I attended the site on the 25th and preformed all the pm tests and returned the unit to service. At that time they declined update to 3.0.2 preferring to wait until their whole fleet(20 units) could be done next month. It failed to start once again last friday. At this point I would expect we would need to replace the esm and see if that resolves the problem. Any other ideas? Please elt em know. As always thanks for the help fm.